Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 150-200 units of insulin during the load sequence. Customer¿s blood glucose level was 370 mg/dl. Additionally, insulin was not observed dripping out of the infusion set tubing or cartridge during the load fill tubing sequence with multiple pump supplies. Customer reverted to using manual injections for insulin therapy.